Event description:
It was reported that during a laparoscopic colon procedure, the staples did not form completely. Unknown on which firing this occurred. Unknown how case was completed. No pt consequence.